Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheters from both procedures on the reported event date performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. In both procedures, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation (pvi) procedure, without anesthesia, a cardiac tamponade occurred. While ablating the left interior pulmonary vein, the patient became hypotensive and x-ray was unable to confirm steady beating of the heart. An ultrasound revealed a cardiac tamponade had occurred. A pericardiocentesis was performed and 250 ml of blood was drained. The patient was stabilized and the procedure was stopped there were no performance issues with any abbott devices. The patient is currently in stable condition.